Event description:
It was reported that while the pump was running, it started to beep continuously. The cassette of medication was full, the line was replaced, the battery was replaced. Dso (downstream occlusion sensor) seal replaced by smiths - alarm dso started even when no occlusion was present. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Did not notice any external damage. The customer stated problem was duplicated, setup to run on empty cassette found pump continuous to alarm for occlusion even when no occlusion is present. The dso (downstream occlusion sensor) sensor was damaged and was replaced. The pump passed all calibrations and functional tests. The root cause was the defect dso sensor. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.